Event description:
Possible lead discontinuity. Reporter indicated that device has been implanted for approximately two years, but was turned off after one year of service because family did not feel that device was helping. New physician tried to re-program the device to on resulting in high lead impedance. Upon surgical revision, electrodes reported to be knotted. Both lead and generator were replaced.